Event description:
During an incident in 1999, involving a male patient, this defibrillator assessed the patient, gave the stand back message and turned off. They didn't attempt to turn the unit back on because the ambulance had arrived at the scene and hooked up their unit. They did not shock the patient, so it is not clear if the patient was in a shockable rhythm at the point. The patient was pronounced at at hospital.

Manufacturer narrative:
The returned defibrillator was tested to find that it gave intermittent "check electrode" prompts when the r2 patient cable was flexed and shut down during the charge cycle with the alert triangle lit. The patient cable connector in the defibrillator was found to be cracked causing the intermittent "check electrode" condition and the unit's high voltage diode on the lower board was found to be inoperative preventing charge completion so the charge cycle timed out and the unit shut down with the alert indicator it. The cable connector and high voltage diode were replaced and proper operation for patient treatment was verified. The customer's returned r2 electrode pads were replaced due to the cardiotronic/ballard electrode recall with new non-recall pads. The incident report and codes were reviewed by a quality engineer who determined the unit timed out during the charge cycle and shut down with the alert indicator lit and a "defibrillator fail" notation on the incident event log. The unit was powered on a 2nd time and shut down immediately with the alert light on . There were no "check electrodes" prompts during the incident report. Data from a later simulated event documented numerous "check electrodes" prompts. The hs1000s operating instructions explain the alert indicator and what to do should it be experienced the customer was sent a letter explaining our evaluation.